Manufacturer narrative:
The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. It is reported that there were no deficiencies with or allegations against the performance of the products. The event was due to the surgeon's preference. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent. This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2017-00508.

Event description:
It is reported one screw and one plate were "wasted" due to surgeon's dissatisfaction with the placement of the plate. The surgeon did not like the positioning of the plate after inserting one screw. Therefore, the surgeon removed that screw and plate to opt for another placement location. There were no deficiencies with or allegations against the performance of the products.